Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up, high, out of range, high voltage lead impedance was observed on the lead. Patient was asymptomatic. No noise was observed on the lead. Patient was stable and will continue to be monitored and further lead evaluations will take place during future follow up visits.